Event description:
It was reported that the patient experienced phrenic stimulation when lying down and bending forward. The output of the left ventricular (lv) lead was adjusted and the symptoms resolved. The lv lead remains in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.